Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). No sample was returned for evaluation. Device history record (DHR) - the device history record showed no abnormalities related to the reported failure. It was reported by the customer that this 00mlx mlx 300w xenon lightsource had a blown fuse. There was no reported patient incident/injury. Rga008172 was unable to be tied to any repair or RMA return. Three attempts have been made to clarify this and retrieve the product. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. This complaint can be reopened should the product be returned. Root cause cannot be determined due to a lack of information received.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource was previously repaired and was returned with a fuse blown. There was no patient contact, patient injury or delay in surgery.